Event description:
The report indicated that the customer's bgs remained elevated over a 24 hr period after activating a new pod, resulting in sporadic high readings (291-316mg/dl). After multiple correction boluses proved to be ineffective at controlling her bgs, manual insulin injections via syringe were administered which were successful at lowering her levels. The pod was removed and replaced and will be returned for eval.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.